Event description:
It was reported that on (B)(6) 2011 the patient presented to the hospital under cardiopulmonary arrest. On (B)(6) 2011, angiography revealed the target lesions were in the proximal and mid left anterior descending (lad) artery, which was 50 and 75% stenosed, and the mid and distal right coronary artery (rca) which was chronically totally occluded with a 100% stenosis. There was no angiographic evidence of thrombus. One promus stent (B)(4) was implanted in the lad, and in stage two of the procedure on (B)(6) 2011, one promus stent (B)(4) and a non-abbott stent were implanted in the occluded proximal to distal rca. The procedure was considered successful. On (B)(6) 2011 the patient was having difficulty breathing and experienced cardiopulmonary arrest before arriving at the hospital. Despite efforts to resuscitate, there was no response and the patient was pronounced dead. No angiography was performed to confirm thrombosis, and no autopsy was performed. The physician commented that the death may have been possibly due to thrombosis or a myocardial infarction; however, this was not confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: cypher 3.0x33 mm, promus 2.5x28 mm the 2.5 x 28 mm promus stent is being filed under a separate medwatch MFR number. There was no reported product deficiency and the product was not returned. Thrombosis and death are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.